Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.

Event description:
The customer reported that he received an occlusion alarm after delivering a bolus. His bg at the time of the alarm was high (450 mg/dl). There was neither a kink nor blood in the cannula. The pod will be returned for eval.